Manufacturer narrative:
(B)(4). D10. Z nail cmf 13mmx17.5cm 125r item# 47249818013 lot# 3199631 g2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that initial operation was performed with cmf nail system. After 4 months from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. Surgeon keep an eye on the patient condition as well as no revision will be planned so far. Diligence is completed and no further information on the reported event has been provided.